Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: red particles in shell, broken shell, underweight, fold creases, around 0-25% of the shell is missing. A microscopic analysis was performed which identified; broken shell with sharp edge on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is broken shell with sharp edge assessed as unidentified(tear) opening and missing shell that is assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and textured to smooth implant exchange. Device has been explanted.